Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation was completed on (B)(4) 2011. Evaluation revealed that the up and ok buttons were intermittently activating pump functions when pressed. Adhesive was found under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor stated that the up arrow button was not activating desired pump functions when pressed. There was no reported patient impact associated with this complaint.